Event description:
It was reported that the device leaked. The reporter noted that the solution was replaced on (B)(6) at 3:00 pm and on (B)(6) at 3:00 pm, the operator noticed a liquid leak when they tried to replace the solution. The reporter noted that they checked the device several times, but there were no issues at that time, so it was unclear when the leak occurred. The liquid had adhered to the expanded polyethylene, so the operator collected the actual material. The operator asked to investigate whether the adhered liquid could be the leaking solution. The patient has reported several leaks since last year, and both the patient and their attending doctor are very concerned. This occurred during use. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.